Event description:
Information was received from a consumer¿s family regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient was experiencing terrible pain from waist down in the area where the interstim device was implanted. Caller stated it started when patient started using electric lift chair. Caller thought it was giving patient trouble at night because patient woke up with this pain. They were wondering if electrodes in the chair could be causing it. Patient was advised to follow up with healthcare provider (hcp). There were no further complications that have been reported as a result of this event.